Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that the physicians are not satisfied with the ds needle. They complained that the thread detaches from the needle too easily and that the needle is too blunt.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 1 closed sample for analysis. To evaluate the conformity of this unit, we performed the following tests: tightness test to the closed sample received has been performed and the unit is tight. The rotation test performed on the closed sample received confirmed that the unit is compliant with the specified requirements. Needle attachment strength result conducted on the closed sample received is 1.48 kgf and fulfill the european pharmacopoeia (ep) requirements (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). This value is in the usual range for this thread and size. As no further samples have been received, the needle penetration performance test cannot be conducted. Needle penetration performance result (average 1st penetration) of the needle raw material batch used in this product during production was 0.383 n and fulfilled the specification (<0.480 n). As stated in the instructions for use of the product, care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause for needle detachment defect because the closed sample received complies usp/ep and b. Braun surgical requirements. It has not been possible to determine the root cause for needle blunt defect because only one closed sample has been received and was used for needle attachment strength test. Final conclusion: although the result of the closed sample received fulfils european pharmacopoeia/ b. Braun surgical specifications regarding needle detachment defect, we take note of this incidence in order to assess if new or additional actions are needed. Without more closed samples an analysis cannot be performed for needle blunt defect. Nevertheless, we take note of this incidence and if more closed samples are received in the future, we will re-open the case and analyse it. The case is considered not confirmed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.